Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states the patient experienced ineffective stimulation.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-32598. It was reported that high impedance issue was observed. The lead and extension were explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.